Event description:
It was reported that a patient received a system error 2240 (air in set) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three. During troubleshooting, the patient indicated that the supply bag disconnected during use without falling. The technical services representative assisted the patient in clearing the alarm. The patient was to finish therapy with manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient stated that the supply bag must not have been fully connected, because it had disconnected. The cause for the disconnection could not be determined, as the disposable set was not returned to baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.